Manufacturer narrative:
(B)(4). Additional information provided in device evaluated by MFR?, device manufacture date and evaluation codes. Manufacturing date -- 01/21/2016 ¿ 01/22/2016. The device was not returned, however a companion sample was received and evaluated. Visual inspection was performed with no issues noted. A functional leak test was performed with no issues noted. The reported condition could not be verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor was filled with fluorouracil, and a leak was discovered at the blue winged cap. There was no patient involvement. No additional information is available.